Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 545 mg/dl both the times. Customer¿s current blood glucose was 265 mg/dl. The customer was treated with manual injection and insulin shot. Customer was off the device prior to hospitalization for less than 48 hours. The insulin pump will not be returned for analysis.